Event description:
It was further reported that the controller stopped. The patient¿s history reading noted an electrical fault and a ventricular assist device (vad) stop alarm.

Manufacturer narrative:
Corrections: b3, b5, h6. This event was assessed and is being reported as part of a retrospective review of log file data. Product event summary: the controller was returned for evaluation. Various analyses were conducted to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the controller was powered-up; however, the motor fixture was not able to start. Log files analysis revealed that on (B)(6) 2017 multiple electrical fault alarms were logged on due to a fault indicating sys_rear_not_connected, sys_front_not_connected. Additionally, multiple vad stopped alarms were logged due to a motor and pump disconnection. Supplemental testing revealed that a fairchild metal¿oxide¿semiconductor field-effect transistor (mosfet) on the power board was burned, which subsequently caused the controller to lose appropriate functionality and triggered the electrical fault and vad stopped alarms. Additionally, this is also related to the reported "overheating and multiple noises heard". The controller regained functionality after the component was replaced. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a burned fairchild mosfet. A supplier investigation is evaluating controller failures due to a fairchild mosfet. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The controller was returned for evaluation. Various analyses were conducted to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned devices revealed that the devices passed visual inspection but failed functional testing, the controller was powered-up but the motor fixture was not able to start. Log files analysis revealed that on (B)(6) 2017 multiple electrical fault alarms were logged on due to a fault in the continuity of the pump to controller electrical connection (sys_rear_not_connected, sys_front_not_connected) and numerous vad stopped alarms were logged due to a motor and pump disconnection. Supplemental testing revealed that a fairchild metal-oxide-semiconductor field-effect transistor (mosfet) on the power board was found burned, which subsequently caused the controller to lose appropriate functionality and triggered the electrical fault and vad stopped alarms. Additionally, this is also related to the reported "overheating and multiple noises heard". The mosfet was replaced with a known working mosfet transistor and the results revealed that the controller was able start and performed as expected. The most likely root cause of the reported event can be attributed to a burned fairchild mosfet. A supplier investigation is evaluating controller failures due to a fairchild mosfet. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation. The instructions for use (IFU) and sources and the controller to prevent damage to either the power source connections or the controller power ports. Per the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
It was reported from the site that the patient received multiple alarms. Patient also claims to have heard multiple noises from the controller and reported that the controller was getting very hot. Patient did a controller exchange. New controller seems to be stable. Site downloaded and submitted logs files. No additional information available.